Manufacturer narrative:
Information contained in this report was previously submitted through responsive psr on (B)(6) 2010. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma, and "melanoma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is lymphoma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
This record is for the left side. Patient reported being diagnosed with melanoma. Patient additionally reported a lump on the arm of an unknown side and a diagnosis of alcl. As pathological markers confirming alcl have not been received, the event will be captured as lymphoma. Device remains implanted.

Event description:
This record is for the right side. Device was explanted.